Event description:
Patient was helped into a wheelchair to come into the emergency department. Rn did not realize that the wheelchair was not "out" all the way and the patient had his hand down in the side of the chair. When he sat in the chair his right 4th finger got caught in a joint in the chair. Avulsion to nailbed area. Wound was assessed, cleaned, polysporin placed and bandage placed.====================== manufacturer response for wheelchair, sentra heavy duty======================limited response after inital contact.